Event description:
The patient contacted animas on (B)(6) 2013 reporting that they saw their healthcare professional on (B)(6) 2013 and they took them off the pump because the pump is not delivering. The patient stated that they have been on alternate insulin delivery method. The patient¿s blood glucose (bg) varied from 13mmol/l to 20mmol/l with being tired and thirsty. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The pump was not available for review. This report is being made due to the history settings inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.